Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device uploaded properly using care link. Drive support disk was inspected and no anomaly was noted. Device had a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 538 mg/dl. Customer¿s current blood glucose level was 400 mg/dl. Customer was treated with manual injection. Customer experienced blood glucose level of 445 and 354 mg/dl. Customer stated that there was no air bubble or leak. Customer was alleging insulin pump for under delivering because insulin was not delivering from tubing. Customer was assisted with high pressure test and test was not completed. The insulin pump will not be return for analysis.